Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event could not be confirmed through this evaluation. The patient was ultimately transplanted on (B)(6) 2023 and hm3 lvas, serial number (B)(6), was returned for evaluation under MFR # 2916596-2023-01399. Examination of the device's blood-contacting surfaces revealed no adhered depositions or thrombus formations that would have contributed to a flow or functional issue; however, evaluation of the outflow graft confirmed an extrinsic obstruction consistent with the report of an asymmetric filling defect. Review of the device history records showed no deviations from the manufacturing or qa (quality assurance) specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. The surgical procedures section of the hm3 IFU contains information on preparing the sealed outflow graft and explains how to attach the sealed outflow graft to the aorta. The attaching the sealed outflow graft to the pump subsection instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. The de-airing the pump subsection explains that when the pump is in place and the sealed outflow graft anastomoses is completed, residual air must be completely evacuated from the device blood chamber prior to initiating device activation. When de-airing is completed, slide the bend relief over the metal fitting of the sealed outflow graft toward the locking screw ring until it engages into place. This section warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may lead to serious adverse events such as low left ventricular assist device flow and/or bleeding. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that thrombus was noted in computed tomography (CT) that was performed for drainage at the driveline site. The CT did not demonstrate any findings suggestive of infection along tract of the left ventricular assist device (lvad) it was notable to asymmetric filling defect within anterior wall of outflow tract graft to be most consistent with thrombus. There was no changes to patient condition or anticoagulation status that may have contributed to the thrombus or no recent changes to pump parameters. The international normalized ration (inr) was within therapeutic limits. The inr goal and aspirin were increased but no surgical intervention was performed. CT images were not able to be accessed. Despite the driveline drainage, the patient was reportedly not diagnosed with driveline infection.